Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: haibier a, aierxiding s, yusufu a, lin h. Efficacy and safety study of tranexamic acid combined with low-molecular-weight heparin and nadroparin calcium in postoperative application after joint replacement: a retrospective cohort study. Bmc musculoskelet disord. 2025 sep 1;26(1):826. Doi: 10.1186/s12891-025-08605-z. Pmid: 40890664; pmcid: pmc12403312. Objective/methods/study data: the aim of this study is to compared the effects of tranexamic acid combined with either lmwh or nadroparin calcium in preventing dvt (deep vein thrombosis) after joint replacement surgery. Between september 2021 to june 2023, a total of 165 patients (with the mean age of 75.83 ± 5.09 75.89 ± 4.78) undergoing tha/tka and divided into two groups based on medication: 80 patients in the tranexamic acid + low-molecular weight heparin group and 85 patients in the tranexamic acid + nadroparin calcium group. All knee prostheses used intraoperatively were provided by johnson & johnson (shanghai) medical devices co., ltd. The prostheses used were a cementless acetabular component (john son & johnson pinnacle acetabular component) and a femoral stem (johnson & johnson corail femoral stem). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: cementless acetabular component (john son & johnson pinnacle acetabular component) and a femoral stem (johnson & johnson corail femoral stem). Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle (qty 91) n=23; dvt - no intervention reported. N=62; mcvt - no intervention reported. N=2; incision infection - no intervention reported. N=4; hematoma - no intervention reported.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.